Event description:
The customer reported to olympus, while reprocessing the evis lucera elite gastrointestinal videoscope, the tip of the cleaning brush may have come off inside the scope and may remain inside the scope. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found due to the wear of the angle wire, bending angle in the up direction did not meet the standard value, due to wear of the angle wire, the play of the up down knob was out of the standard value, the bending tube was deformed. The adhesive on the bending section cover had a chip, the scope connector was dirty due to water leakage, the scope connector had a scratch, the plastic distal end cover had a scratch, the connecting tube had a scratch, the connecting tube had a wrinkle, the image guide protector had a scratch, the forceps channel port was shaved, the scope connector cover unit had a scratch, the paint on the scope cylinder was peeling, the paint on the air water cylinder was peeling, the forceps elevator lever had a scratch, the forceps elevator knob had a scratch, the up down knob had a scratch, the right left knob had a scratch, the switch box had a scratch, the scope connector cover had a scratch, the universal cord had a wrinkle, the universal cord had a scratch, the grip had a scratch, and the control unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. E1: address, establishment name: would not fit within the space provided: independent administrative institution regional medical function promotion organization sagami

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿the tip of the cleaning brush fell off in the endoscope and may remain inside (it fell off in the channel)¿, was not confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). There was no report that the device was used for procedure while the event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. ¿ instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.